Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine 10mg/ml. It was reported that the patient went into the hospital this week with signs of suspected withdrawals. There was no active alarm on the pump, but they were suspecting a catheter occlusion or granuloma. The hcp planned to continue working the patient up for other issues unrelated to the pump and also do a side port aspiration in the future. No further issues were reported.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial # (B)(6), implanted: (B)(6) 2018, product type catheter product ID 8784, serial # (B)(6), implanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-jun-2020, UDI #: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 11-apr-2027, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the healthcare provider did not suspect the pump. They did a refill without issue and did not do any other tests.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.